Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) device and chronic transvenous defibrillation lead undersensed with induction testing during the attempted implant of the device.